Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with mentor smooth round moderate profile, 375cc saline breast implant experienced bilateral breast pain, and device migration post operative. The patient reported pain is more like an ache, noticed that when she lies down both implants go into the armpit. The mammogram examination confirmed the issue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. Note: patients first event captured in manufacturer report number:1645337-2021-13270.